Event description:
The pt received a cypher stent implant in 2008 and then 3 months later, the pt started having a lot of chest pain. The physician observed the stent was fractured. The rep will be sending the cd and the x-ray of the procedure, since the product is still implanted. According to the physician, it is a serious lesion.

Manufacturer narrative:
The product is not available for analysis. Films of the procedure have been sent out for review. Additional info will be submitted within thirty days upon receipt.